Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +7.0d) was implanted backwards in the patient's eye. No secondary intervention was performed per the treating physician.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide a correction to section g4.